Event description:
An impella 5.5 pump was being prepped for use along with the automated impella controller (aic) to support the 63 year old male who was having the 5.5 pump placed for support during the high risk surgery. Underlying medical history was not shared. The aic failed at the time of prep with the purge cassette. Troubleshooting failed and so the aic was replaced and support proceeded. This is being conservatively reported for delay of therapy due to the temporary delay during the initial priming and set-up of the device. There were no noted clinical consequence associated with this delay. The patient's outcome at explant was survived.

Manufacturer narrative:
The faulty console will be returning for investigation. This is one of two related reports. This report represents the automated impella controller and another report was submitted to represent the impella cp. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.